Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Manipulation of this filter with a catheter was unsuccessful in achieving a complete opening. Another filter was successfully placed without any pt complications. The pt's condition is good. This device remains implanted. Therefore, no failure analysis is available. As a lot number was not provided, a device history search could not be performed. It was indicated continual flushing of the carrier system during the implant procedure was not performed which the co believe may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."